Event description:
It was reported patient underwent a distal radius- external fixation procedure on (B)(6) 2012. During the procedure, the threaded portion of the screw fractured while tightening. They used an additional screw to complete the procedure. There was no injury to the patient or delay to the procedure as a result.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
Evaluation of the returned component found that the measurable parts were within tolerance. Fracture artifacts suggest that a fatigue fracture occurred.